Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: tsvtb10, imp,tsv,3.7,10,mtx,mg, lot: 1299010.

Event description:
It was reported that the green mount does not come out; it was stuck to the implant. During the clinical procedure for placing the zimmer implant 3,7 *10mm at tooth site 36, doctor attempted the placement but it was impossible to unscrew the green mount. Doctor opened a second implant and encountered the same issue, but eventually he managed to unscrew it outside the mouth (very difficult). Procedure was completed with another implant 4.1*10 mm.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp, tsv,3.7,10, mtx,mg) for evaluation. Ups shipment has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1294322. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1294322 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.